Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in the clinic, when attempting to interrogate the implantable cardiac monitor, a software error message was displayed and interrogation was unsuccessful. After a device software download, normal function resumed and the device could be interrogated. There were no adverse consequences for the patient.